Event description:
It was reported to medtronic minimed that the customer had a crack on the screen. The customer reported no adverse event. The event involved in the product was mmt-754lcas. Troubleshooting was performed for cosmetic damage and found that retainer ring was not damaged. No harm requiring medical intervention was reported. Mmt-754lcas was returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, minor scratched lcd window, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker. In summary, pump have minor scratched lcd window was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.